Event description:
Report received of a pump infusing at a rate different than the programmed rate. The pump was progrrammed to deliver milrinone at 8ml/hour. It was reported that at an unspecified time later, the pump was found infusing at 130ml/hour. There was no reported adverse patient event. It was reported that there was probably an operator error in programming the device. The customer was unwilling to provide any further information on the event.